Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report. This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site however the issue could not be resolved. Subsequently the patient was placed under general anaesthesia and underwent skin revision surgery during an abutment change (date not reported). The implanted device remains.

Manufacturer narrative:
Additional information was received: it was reported that the patient was placed under a local anesthetic during the revision surgery procedure, not general anesthetic as initially reported. This report is submitted (B)(6) 2017.